Manufacturer narrative:
The visual inspection shows that the distal scratches shows on tube shaft and the optic is compromised. The scope will be sent to scholly fiberoptics for further assessment.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, two scopes were noted to have cloudy images. No information was available about how the procedure was completed. No pt complications were reported.